Manufacturer narrative:
The insulin pump was received with a button error alarm and had intermittent response from one of the buttons due to corroded keypad traces. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via twitter post that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.